Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading. The patient observed measurement deviations between cgm and blood glucose (bg) and provided several examples for review. The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and recommended patient to perform sensor re-link. The incident did not lead to sensor removal or any patient harm.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. The analysis was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. A review of the sensor data did not indicate any system malfunction. Most calibrations entered fit sg trends well. The differences observed by the user could be attributed to lag. Customer care instructed the user to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. While monitoring after the sensor re-link, the user had a new sensor inserted; therefore, no further monitoring of the previous sensor was possible. Since the sensor replacement was not completed through an RMA process, the previous sensor was not returned for further investigation. The user was actively using the new sensor. B4.date of this report 24 feb 2026 g3.date received by the manufacturer? 24 feb 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.